Manufacturer narrative:
The technician replaced the center arm assembly to repair the bed. The technician indicated the center arm assembly was damaged from abuse.

Event description:
Information received indicates the right head siderail would not latch in the up position due to the center arm assembly being damaged.